Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The us complainant had a cp placed for a patient with history of coronary artery disease, aortic stenosis, and alcohol. The patient was in st elevated myocardial infarction and was contributing to limb ischemia. The ischemia prompted antegrade sheath placement of distal perfusion. The patient eventually coded and expired on support. Use of the device cannot conclusively be associated with the outcome.